Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned however, the smoke failure mode was not confirmed.the smoke failure mode was not confirmed and most likely what was observed by the user must have been saline solution vapor product of a short circuit of the batteries because of saline solution ingress. Thus, the most likely contributing factor/root cause is either user misuse by allowing saline solution to enter the pump or manufacturing/assembly error that caused a leak. Possible root causes as per risk documents are:- manufacturing/assembly error- user misuse or overusethe product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that smoke came out from the unit.

Event description:
It was reported that smoke came out from the unit.